Manufacturer narrative:
Site scrub tech, (B)(6), declined to provide patient weight. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The medtronic representative updated the synergy cranial to 2.2.6 and set-up a demo model to try recreate the problem after some time of having the axiem up and running and having the patient reference frame and shunt introducer in the axiem field. Reported issue could not be replicated. The axiem emitter was green and could see the shunt introducer the entire time. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site was experiencing difficulty tracking with axiem. The instruments were changing from red to green intermittently. The surgeon switched to optical and proceeded with the surgery. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.